Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they woke up and had high blood glucose levels while the pod had been worn on their abdomen between 37 and 48 hours. The patient could not provide the specific values, only stated the controller was showing them was "high", which would indicate values were greater than 400 mg/dl. The patient further stated they could smell insulin on their skin and noticed blood in the cannula. The patient reported the cannula did not properly insert into the pod infusion site; the cannula had bent instead of inserting. There was no medical assistance required.